Event description:
It was reported that the nbca glue mixture solidified in the microcatheter. It was reported that it was being used out of the vasculature in a fistula and the glue solidified in the catheter. It was reported that the physician has done many cases and that everything was done and appeared as it normally does prior to the event. There was no pt injury. Based on the info received either a 40% or 50% glue mixture with tantalum was used in this case. It was reported that there was no pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same pt, which is associated with mfg report # 1058196-2009-00209.